Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a refrigerator failure occurred. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another refrigerator that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed refrigerator. A field service engineer (fse) shut down the station and removed the remote manager panel. The detent latch was replaced, the remote manager panel was locked, and the station was powered back on. Functional testing was performed in both the hardware test application and the medstation application, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.